Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 573 mg/dl during time of hospitalization. The customer had a uti which caused the high readings. During the hospital visit, the doctor took off the pump oral antibiotic to keep infection down. The customer was off the pump 12 hours before the hospital visit. The doctor had the customer back on injections.